Event description:
The pt experienced pain. Revision surgery revealed superior migration of the femoral head component and polyethylene wear of the insert. The femoral stem was also revised at this time due to infection in the hip joint.

Manufacturer narrative:
Summary of evaluation: evaluation of the device could not be performed, as the device has not been returned. Requests to obtain the device were unsuccessful.